Event description:
It was reported that seven months post-implant, the pulse generator exhibited a premature elective replacement indicator. The message showing the elective replacement indicator was cleared and the device resumed normal function. The patient had previously undergone laser therapies and magnetic interference was suspected. The device remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.